Event description:
Event: endoleak a letter by guidant in 2004 stated that the ancure was implanted in 2002. A 12 month follow-up was done in 2003 which included an angiogram examination. The results of this exam noted a "possible leak". A second angiogram examination was performed in 2003. This endoleak was stated to be a possible type 1 or type 2. Further clarification was not provided as to the location or type of the endoleak.